Event description:
Vcare small uterine manipulator balloon and green cuff became disconnected from the manipulator and were retained in the uterus until the uterus was removed from the patient. FDA safety report ID# (B)(4).